Manufacturer narrative:
One device was returned for repair in used condition. The physical condition of device showed delaminated downstream occlusion (dso) seal. The customer's reported problem was duplicated. The dso seal was observed to be lifting between the dso seal and air in line (ail) sensor. The cause was not enough glue used when applying the dso seal. Replaced the dso seal to correct the reported problem.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device¿s downstream occlusion (dso) seal was peeling off. The event occurred during testing. There was no patient involvement and no patient harm.